Event description:
I have an ethicon gastric band, I have had 3 band slips, the slip in april I had to go to the emergency department of my local hospital, I had the band emptied but. It has caused damage, I get trapped food which causes me to vomit, I am currently waiting to get this ethicon band removed. Please could you let me know if there are any issues with this particular gastric band, ethicon. FDA safety report ID# (B)(4).